Manufacturer narrative:
Internal analysis was performed. It was found by the representatives (reps) that the system was working as intended. It was k nown that the complaint was user error. It was noted that the admin settings got switched to standard views instead of radiographic views on the system which confused the site. The reps had followed up with the surgeon and physician's assistant. The system was working as intended and they were able to get the images correctly sent over. Codes 10, 213 and 19 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the site was having issues with sending images over to the navigation system. It was noted that the images were flipped upside down. The site tried to flip the images in the cranial software but were unsuccessful. Technical services (ts) recommended checking the exam for fiducial replacement as well as trying to load the exam on a disc to see if that was the issue. There was no patient present at the time of the event.

Manufacturer narrative:
Software analysis determined that the software is functioning as designed. If information is provided in the future, a supplemental report will be issued.